Event description:
It was reported the customer had a blank display on the insulin pump. The customer's blood glucose level was unknown mg/dl. The troubleshooting was performed. The customer was advised to insert new aaa alkaline battery on the insulin pump. The customer stated that the display return. The customer was assisted in performing a self test and the test passed. The customer screen return and send a replacement battery cap.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.